Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient programmer (pp) was going through batteries every two weeks, without heavy usage as the patient was just checking due to implant going off after going through some store detectors. The patient also mentioned today having some pain at the implantable neurostimulator (ins) site, which was not stim related. The patient later mentioned the pp was going haywire, which started for a good 3 months, and they had been using carbon batteries which were not like alkaline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.